Event description:
On (B)(6) 2012, the patient contacted animas alleging that a keypad button responsiveness issue resulted in missed boluses and elevated blood glucose (bg). The patient reported that the ok keypad button has been intermittently unresponsive for the past month or so, and that on occasion the up and down arrow buttons also require multiple presses. The patient stated that on five occasions the button keypad issue resulted in missed boluses, which then lead to elevated bgs as high as 'hi' (>600 mg/dl) with nausea, vomiting, extreme fatigue, thirst, and medium to high ketones. The patient stated that she treated the elevated bgs in each case with an insulin pen and confirmed that there was no medical intervention required. The patient noted that the keypad started lifting below the ok button approximately a week ago. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because the keypad button responsiveness allegedly occurred prior to the damage, and because the patient allegedly experienced symptoms indicative of severe hyperglycemia due to the reported keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.